Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) noise appears on external input. There was no patient harm reported.

Manufacturer narrative:
Corrected fields: d4. Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h11 a getinge field service engineer (fse) checked and confirmed the reported issue. Fse replaced (d012-00-1677) cable,external monitor connect. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.